Manufacturer narrative:
Correction: b5. B5: the correct machine associated with the reported leak was an ak 96 machine. Additional information: h6, h11. H11: the device was not received for evaluation; however, the device was inspected on site by the hospital engineer. Inspection of the machine showed an aged connector. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be the failure of the connector which was replaced to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an external fluid leak was observed at the connection of the dialyzer and the blue bypass of an ak 98 machine during hemodialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.